Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was cut open, and battery voltage was found to be at end of life (eol) level. Analysis performed on the hybrid noted high current. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing was performed and revealed elevated current drain due to an anomalous integrated circuit (ic) on the hybrid.